Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The bn prospec system was not under a service contract and the instrument had not been serviced since november 2019. Examination of the system error log showed that there was a pipette error, sample ID error, and sample missing error at the time of the event. The log shows that the sample rotor cover was subsequently opened and the emergency stop was activated. It cannot be ruled out that this interaction contributed to the discordant result. The issue was limited to samples from one patient, so a sample specific issue also cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated albumin (serum) result and a discordant, falsely low albumin (cerebrospinal fluid (csf)) result were obtained on a serum sample and a csf sample from the same patient run on a bn prospec system. The discordant results were not reported to the physician(s). The following day the serum and the csf sample were repeated for albumin. The albumin (serum) result recovered lower and the albumin (csf) result recovered higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant albumin (serum) and albumin (csf) results.